Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Patient felt like the stimulation would randomly turn off and on since motor vehicle accident and return of symptoms. Patient stated system was not working properly after car accidents a few months ago. They stated their symptoms were starting to return. Impedance checks pre-operatively were within normal limits. Ipg replacement was carried out. Lead was also checked intra operatively and patient had great motor response with bellows and toes on all 4 electrodes. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4) found the ins passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 96 hours of testing at body temperature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.